Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic, endoscopic resection of gastric mesenchymoma, the stapler was not able to fire. The surgeon could squeeze the handle, but could not press the green button. After the nurse installed one white nail, they used the device to close the jaw, prepared to open the jaw again but could not open. They attempted many times but still could not open and took out the device to unload the nails. They replaced the product complete the case. There was no patient injury.